Event description:
On (B)(6) 2012, the reporter contacted animas alleging that the keypad is unresponsive. The keypad and audio bolus button are intact and there are no cracks in the pump body. The patient is unsure if battery cap on this pump has ever been changed. The patient had been swimming. The battery and cartridge compartments are dry. No water behind display. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunctions remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): evaluation revealed that the keypad was torn at the ok keypad button. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. Evaluation revealed that all of the keypad buttons responded appropriately. Evaluation revealed that there was no contamination under the keypad contacts and the buttons spring back or click normally. Unrelated to this complaint, a keypad leak was found during testing. There was moisture corrosion visible in the battery compartment and in the pump compartment.